Manufacturer narrative:
(B)(4).

Event description:
Customer reports the catheter hub cracking and leaking. PICC was placed (B)(6) 2020, catheter was replaced when issue found. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC catheter for analysis. The catheter body appeared to be intentionally trimmed. Visual inspection of the distal extension line confirmed a large hole adjacent to the luer hub. This damaged is consistent with a manufacturing defect seen on PICC extension lines. No other defects or anomalies were observed. The total length of the catheter body measured to be 15.75" which indicates at least 5.75" were trimmed and not returned per product drawing. The extension line outer diameter measured 0.094", which is within the specification limits of .093"-.097" per the extension line extrusion graphic. The extension line inner diameter measured .058" , which is within the specification limits of .055"-.059" per the extension line extrusion graphic. This indicates that the wall thickness measured within specifications. A lab inventory syringe was used to inject water through the extension line. Water was observed leaking out of the distal end as well as the hole in the extension line. No other leaks were observed. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure". The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports the catheter hub cracking and leaking. PICC was placed (B)(6) 2020 catheter was replaced when issue found. No patient harm reported. The patient's condition is reported as fine.